Event description:
This customer reported difficulty pacing in the demand mode on a pt. There was no negative impact to the pt.

Manufacturer narrative:
This customer reported difficulty pacing in the demand mode on a pt. There was no negative impact to the pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.